Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with a neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient had a loss of stimulation, while stimulation was turned on. The patient was currently unable to feel their stimulation. It was reported that stimulation was also intermittent/erratic. The patient stated that stimulation would come on in relation to certain positional movements such as sitting down, but it would only come on for about a second then it would turn off again. There are no traumas/falls or electromagnetic interference (emi) exposures related to this issue. It was reported that the patient was able to change their stimulation with their patient programmer (pp), but increasing or decreasing stimulation did not resolve the issue. The patient was planning to follow-up with their managing healthcare provider. It was reported that these stimulation issues began in (B)(6) 2017 around the (B)(6).